Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode. An emergent replacement procedure to resolve the event, but this has not yet occurred. At this time, this crt-d remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode. Recently, an emergent replacement procedure was performed, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This crt-d has been received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode. Recently, an emergent replacement procedure was performed, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.